Event description:
Reportedly, a rv threshold test was performed during the follow-up of (B)(6) 2013 and the programmer screen froze at the end of this test. An explanation is requested.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.